Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the alleged meter inaccuracy began. The patient reported obtaining alleged inaccurate high readings of ¿328, 325 and 298 mg/dl¿ with the subject meter at unspecified dates/times. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). The patient claimed that at unspecified dates/times he took an increased dose of 20 units of humulin nph in response to the elevated readings. The patient reported that on (B)(6) 2017 at 2pm, 15 minutes after testing with the subject meter, he ¿fainted.¿ the patient claimed he was hospitalized as a result of the alleged issue and was treated with IV glucose. The patient's blood glucose was reportedly measured at ¿33 mg/dl¿ on a doctor¿s device at the time of hospitalization. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient was testing with test strips that were stored correct and were not expired or opened past their discard date. The noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after taking extra insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.